Manufacturer narrative:
(B)(4). The customer reported the power up cycle power error code 1000. There was no report of pt involvement. The local philips rep confirmed the condition and resolved the malfunction by replacing the power pca.

Event description:
The customer reported the power up cycle error code 1000. There was no pt involvement.